Event description:
The user facility reported an automated impella controller (aic) was not detecting the purge disc despite the ¿click¿ being audibly heard. The aic was replaced. There was no patient harm reported.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue